Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es on critical override mode and computer screen blacked out. The customer reported that the user was unable to remove the medication for the patient and caused a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that originally had a black screen. A field service engineer (fse) advised the customer to check the power cord to ensure if the station was plugged into uninterruptible power supply (ups) cable or directly into red outlet. The customer confirmed that there was no ups and would try on another outlet. The fse observed that the unit was powered on but had a failed auxiliary drawer 6. No lights were present on the module controller, drawer controller, or row boards. Using a meter, the fse verified that the drawer controller was defective and proceeded to replace it along with the module controller. The pyxibus cable, retractor band cable, and row board cable were inspected and reseated. Debris found on the row boards was removed. Diagnostics confirmed that the drawer functioned properly, and the customer successfully tested the drawer within the application. The system functioned as intended after the field service engineer repaired the device.